Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received a questionable result from coaguchek xs meter serial number (B)(4). At 10:30 am, the result was >8.0 inr. At 1:30 pm, the customer went to the emergency room and the laboratory result was 5.0 inr. The laboratory reagent was not known. The customer received no treatment due to either result. There was no allegation of an adverse event. The customer was not anemic, had no heparin therapy, no antiphospholipid antibodies, no direct thrombin inhibitors, and no bleeding or bruising. The therapeutic range was 1.5 to 3.0 inr. The suspect product was requested to be returned for investigation. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.